Event description:
Event as described by a customer from USA: "during infusion the chief of anesthesia dr.(B)(6) perception is that the sapphire devices, all 29 implemented, are over infusing the programmed vtbi. To avoid this they are programing 20% less of the actual volume to avoid nuisance ail alarms, resulting in having to disconnecting the pt's epidural line and priming the air out." Add'l info: "specific device serial number and tubing lot number not identified." Add'l info received on 05/29/15: "to date, no human harm has been reported there is not a specific pump serial number noted tubing lot number provided previously and again below: (B)(6) 2015 dr. (B)(6); epidural tubing set: qcore; manufactured by (B)(4) for qcore medical; (B)(4).

Manufacturer narrative:
(B)(4).